Manufacturer narrative:
Visual inspection of the nexgen lps-flex articular surface identified that the one of the rails of the dovetail feature was flared out; which is likely result of removal of the articular surface. It has also been noted that there are few scratches over the surface of the device. Review of the device history records for the articular surface did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the nexgen lps-flex articular surface identified that the one of the rails of the dovetail feature was flared out; which is likely result of removal of the articular surface. It has also been noted that there are few scratches over the surface of the device. Review of the device history records for the articular surface did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the articular surface would not snap into the tibial component.